Event description:
It was reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up with two separate batteries. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.